Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/8/2020. H.6. Investigation: a device history record review was performed for provided lot number 1910004. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the snap clip component was observed cracked. As no issues were detected during the production process, our quality team was unable to identify a definitive cause for the cracked component. H3 other text : see h.10.

Event description:
It was reported that prior to use the hub was discovered to be cracked and vaccine leaked with a bd eclipse¿ needle. The following information was provided by the initial reporter: there was a crack on the white part, so that vaccine leaked out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the hub was discovered to be cracked and vaccine leaked with a bd eclipse¿ needle. The following information was provided by the initial reporter: there was a crack on the white part, so that vaccine leaked out.